Event description:
Patient's right hip was revised due to suspected infection as indicated by the surgeon.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6260-9-122; 22.2mm std lfit v40 head; lot code: 34194305; cat. No.: 542-11-50e; trident psl ha cluster 50mm; lot code: mjm49h; cat. No.: 6021-2530; accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; lot code: 36408205; cat. No.: 2030-6525-1; 6.5 cancellous bone screw 25mm; lot code: mhj5tl; cat. No.: 2030-6530-1; 6.5 cancellous bone screw 30mm; lot code: mkh6wy. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's right hip was revised due to suspected infection as indicated by the surgeon.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.